Manufacturer narrative:
The final 2 devices pending evaluation were not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced a siderail false latch, the access door will not latch, or the siderail cannot latch. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced a siderail false latch, the access door will not latch, or the siderail cannot latch. There was no patient involvement.